Event description:
The customer reported that there was a cleaner leak of approximately 10 ml from the coulter lh 500 hematology analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The customer found and replaced tubing at pv37 that had caused the reported leak. (B)(4).